Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the refill was put in the device, and when passing it to the surgeon, it fired on its own, even with the safety on. The device would not open, even after doing all the recommended maneuvers. A new stapler and reload was used to successfully complete the procedure. Surgery was delayed four minutes. No fragments were generated and there were no patient consequences or involvement. No other medical intervention was required.